Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 600 mg/dl. Reportedly, customer received assistance from their health care provider by providing insulin treatment and customer addressed bg level via correction injection via manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.